Event description:
It was reported, the patient ((B)(6)) received a low battery flag. The flag was cleared by a st. Jude medical representative. In addition, the patient reported experiencing stimulation around the ipg pocket site. Low impedances were identified. The physician explanted and replaced the patient's ipg which resolved the reported issue. Effective stimulation was achieved post -operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.